Event description:
In 2002 the pt reported to the clinic for dialysis. During dialysis, the dialysis clinic rep noticed that the dialysis tubing had disconnected from the catheter and blood was coming from the dialysis catheter. Twenty minutes later, the pt died.